Manufacturer narrative:
Results - prod perf engineering was unable to determine a root cause for the reported balloon rupture. Eval summary: qa analysis revealed that the balloon catheter was returned with blood visible in the inflation lumen. There was contrast visible in the inflation lumen and guide wire lumen. The balloon was loosely folded. There was a bend in the hypotube 97 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the returned balloon catheter when water leaked out of a pinhole 1.5 mm proximal in diameter proximal to the distal marker. There was a scratch proximal to the pinhole. Prod perf engineering reviewed the case description and analysis of the returned device; damage was noted. It was reported balloon catheter device has ruptured on the first inflation attempt. The analysis was able to confirm the complaint, as a 1.5 mm pinhole rupture was observed proximal distal marker on the balloon. Factors that may contribute to balloon damage may include, but not limited to, mfg, materials, pt anatomy, pt disease state, inadequate preparation, or associative device interaction. There was also a scratch observed a the pinhole rupture, which suggests the damage was initiated from the outer surface. It is possible that the scratch damage may have occurred during advancement of the catheter device through the anatomy. The damage likely weakened the balloon material and contributed to the balloon rupture upon the inflation attempt. A review of the mfg records revealed that there were no units rejected for balloon damage. Based on the analysis of the returned device and reported case description, a definite root cause of the balloon damage could not be determined. The analysis also observed a bend in the hypotube. Since the bend was not observed prior to the procedure during preparation, the damage likely occurred after the procedure due to handling or shipment back to abbott. The bend damage did not appear to have contributed to the reported difficulties. The lot history record review and there were nonconformances associated with this prod part/lot number combination. This MDR is considered closed by the prod perf group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager rx 2.0 x 12 balloon ruptured during the first inflation in the lesion. The lesion was not calcified. Reportedly, there were no pt effects. No add'l event or pt info is available.